Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media that they had inaccurate sensor readings that triggered the threshold suspend. The customer stated that the sensor was reading 40, but blood glucose level was 110 mg/dl and. The customer was called back but could not be reached. The sensor will not be returned for analysis.